Event description:
Patient came to hospital with fractures of the right femur and radius (bilateral). Open reduction internal fixation was completed on all fractures. The synthes 281.140 plate and one of the screws which were implanted in the femur broke. Part of screw remains in patient. Plate and screws removed 3 years later.